Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was admitted to the hospital on (B)(6) 2015. The customer does not have a call back number.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.